Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was cracked between the dome and the base. This was found before use on a patient.

Manufacturer narrative:
(B)(4). We will provide a follow up report upon completion of our investigation.